Event description:
Customer reported orange screen from the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and installed loaner unit, while it is being returned to the company's repair center for further eval.